Event description:
On 5/2/2022, it was reported by a sales representative via email that while using the curved knotless fibertak guide and an 1.8mm flexible drill bit, the surgeon drilled for the anchor and cycled the drill as recommended. During insertion of the anchor ar-3638 knotless fibertak, it would implant part way in and then stop 1 cm short of full insertion, not seating completely. The surgeon continued to mallet the inserter and the tip of the inserter broke off in the glenoid. The broken fragments were retrieved as the surgeon pulled out the anchor. A new knotless fibertak was opened but it could not be inserted as it was short 1 cm, like the previous anchor. This time, surgeon did not attempt to mallet it down, instead it was removed. Three more anchors were successfully implanted after that using a straight drill and guide. It was then noticed that the flexible drill that was used previously, had slipped in the drill chuck and was not drilling appropriately, short of 1 cm. This was discovered during a shoulder instability procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation.  As no further investigation was able to be performed no change in harm was identified.  This complaint will be included in trending per (B)(4).